Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo. Problem with guide. The guide came out of the sheath and tied a knot; the doctor could no longer easily remove it. Procedure was delayed 10 minutes. No patient consequence. Additional information was received. The visible damage on the guidewire was deformation/bent. Visible bent when succeeding to retrieve the guidewire. No picture available.

Manufacturer narrative:
During further review on 16-jan-2026, the h6. Medical device problem code was reassessed and corrected from ¿medical jam (a0506)¿ to material twisted / bent (a040609). Therefore, updated this field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo. Problem with guide. The guide came out of the sheath and tied a knot; the doctor could no longer easily remove it. The device was returned to johnson & johnson medtech (j&j) for evaluation on 09-mar-2026. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed a bent mark in the shaft close to the electrodes; however, no knotted condition was observed during the analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The knotted condition reported by the customer could not be confirmed during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The bent condition was not related to the reported event, and it could be related to the handling of the device after the procedure or during the shipping; however, this can not be conclusively determined. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿guide came out of the sheath and tied a knot¿ issue. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of ¿a bent mark in the shaft close to the electrodes¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).